Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The apex monorail 2.25x15 mm was advanced to an unk target lesion. Upon the third inflation, the balloon ruptured at 8 atmospheres. The procedure was completed with another of the same. There were no pt complications reported and the pt's condition is reported as 'good". Additional info has been requested and is not available.

Manufacturer narrative:
Pt's age: 18 years or older. (B)(4).